Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009. Information obtained from the device shows no evidence that the device was switching itself on automatically as reported. The data confirms that between (B)(6) 2009 and (B)(6) 2010 the device failed the weekly self-tests on 6 occasions because of a low battery. Investigation confirmed that the temperature recorded at the time of each self-test was below the lower limit of the storage temperature recommended for this device. Exposure to the adverse storage conditions caused the device to trigger the low battery warnings. There was no fault found with the device or any component on the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.